Manufacturer narrative:
The responsible drager service engineer could confirm the reported issue during on-site checking and traced it back to the ventilator motor. Also the evaluation of the log file confirms an issue with the ventilator (motor) on the date of event. Replacement of the affected motor assembly has solved the problem. Subsequently performed calibration and device check were successfully passed. In case the primus shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail" will be displayed. In this case, automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. The motor assembly has brushes, ball bearing, commutator disk and a spindle which are affected from aging caused by wearing. The kollmorgen motor assembly, that was installed in the objected device, has reached the estimated life time of 10 years. With the 13,219 hours logged (5 hrs/day, 5 days/week, 52 weeks/year, 13000 hours) the involved motor reached 101% of the estimated working hours. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use a ventilator failure occurred. No patient injury reported.